Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise, which triggered pacing inhibition and non-sustained right ventricular oversensing (nsrvo) alerts. No changes or interventions were reported. There were no patient consequences.